Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 1200 mg/dl, diabetic ketoacidosis, cardiac arrest "twice", and "loss of motor skills"; cause was not known. Reportedly, customer's continuous glucose monitor was unavailable due to a non-tandem sensor issue. Customer administered a bolus via the pump to address the issue and went to the emergency room with ketones identified as life-threatening by a healthcare provider. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin, resolving the issue. Date of discharge was not known. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.